Event description:
It was reported that the bladder of a basal/bolus infusor ruptured. This occurred during the second day of a patient infusion of an unknown drug (s) via epidural administration. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4): device manufacture dates: may 9, 2013 - may 14, 2013.the device was returned for evaluation. Visual inspection identified a ruptured reservoir. Microscopic inspection observed markings on the interior surface of the reservoir near the rupture line. This confirmed the reported problem. The causes could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.